Event description:
It was reported that the patient received an inappropriate shock, and the lead exhibited noise, oversensing, high/varying impedances, and an apparent fracture. The lead was partially explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.